Manufacturer narrative:
Date sent: 10/05/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported the device will not activate from the switch buttons. Another device was used with no patient consequence. The device will be returned.